Manufacturer narrative:
Manufacturer/compounder: baxter healthcare - (B)(4) united states. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient underwent a cyst removal in which floseal was used. On an unreported date, the patient ¿came back¿ with an abscess filled with fluid. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. No additional information is available as the reporter declined follow up.